Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that there was a deterioration of the modified rankin scale (mrs) score. No device malfunction was reported. The patient was undergoing surgery for treatment of a saccular, unruptured aneurysm of the left internal carotid artery (ica) with a max diameter of 6.6 mm and a 3.0 mm neck diameter. Dual antiplatelet therapy (dapt) was administered. Additional information received reported that during the 7-day post-procedure follow-up the patient experienced a stroke with accomp anying symptom of neurological deficit. The follow-up results at 30 days, 6 months, 12 months, 24 months, and 36 months post-procedure were all mrs of 0.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received that the physician¿s comment regarding ¿stroke (accompanying symptom: neurological deficit)¿ has been updated. Because the previous physician¿s comment on the event mentioned ¿distal embolism,¿ a query was made regarding this point. In response, it was stated that ¿since the possibility of a minute distal embolism in this case cannot be ruled out, ¿distal embolism¿ was included in the comment, but as no occluded vessel was found on dsa, ¿distal embolism¿ was deleted and changed to cerebral infarction.¿ previous physician¿s comment: ¿placement of fd using semijail technique with coil assistance was performed. Although association with ped is unlikely, distal embolism due to the complexity of the procedure was considered.¿ updated physician¿s comment: ¿placement of fd using semijail technique with coil assistance was performed. Association with ped is unlikely. Cerebral infarction due to the complexity of the procedure was considered.¿